Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer's blood glucose reading was over 400 mg/dl at the time of the event. At the time of the report, the customer's blood glucose reading was 391 mg/dl. The customer changed his infusion set three times due to bent cannulas. The customer uses mio infusion sets. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as not product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.